Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-may-2025 by a physician via a sales representative concerning a 60-year-old female patient. The patient had no known medical history or allergies. Concomitant medication included singulair [montelukast sodium]. No information about previous filler treatments was provided. On (B)(6) 2024, the patient received treatment with 2 ml of restylane contour, with 1 ml injected into each side of cheek using a cannula of unspecified size. The lot number and injection technique were not reported. On the same day, following the treatment with restylane contour, the patient underwent an immediate instant tanning session at a different medspa. One week after the treatment in (B)(6) 2024, the patient contacted the injector to report that her cheek area turned red (implant site erythema). On an unspecified date in (B)(6) 2024, the patient had her first consultation with the reporting physician, during which she reported recurrent leak or drainage (implant site discharge) from the cheek area. The physician described this as an abscess (implant site abscess). The physician reported that the patient had already self-treated with several different unspecified antibiotics. The physician administered 1 ml of hyaluronidase [hyaluronidase] on two separate occasions in (B)(6) 2024, followed by injections of 5fu [fluorouracil] and kenalog [triamcinolone acetonide]. The physician referred the patient to an infectious disease specialist. The recurrent drainage was cultured by both dermatology and ID specialists, however, no specific microbial growth was identified. Despite receiving various antibiotic treatment from both specialists, the patient experienced only some relief, but the drainage recurred after each course of treatment. Outcome at the time of the report: red was unknown. Leak or drainage was unknown. Abscess was unknown.

Manufacturer narrative:
Company comment: the serious events of abscess and discharge at the implant site and the non-serious event of erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. Potential contributory factor for non-serious event of erythema could be the tanning session leading to skin damage. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Manufacturer narrative:
Company comment: the serious events of abscess and discharge at the implant site and the non-serious event of erythema at implant site were considered expected and possibly related to the treatment. Seriousness criteria includes the need for multiple medical interventions to prevent permanent damage. The potential root cause includes the injection procedure associated with inadequate aseptic technique. Potential contributory factor for non-serious event of erythema could be the tanning session leading to skin damage. The case meets the criteria for expedited reporting to the regulatory authorities. Evaluation text: routine investigations have been performed and provide sufficient information to assess the potential root cause. Lot number was not reported, and the product could not be verified. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate, and no additional investigations will be conducted until further information is received. CAPA comment: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 30-may-2025 by a physician via a sales representative concerning a 60-year-old female patient. The patient had no known medical history or allergies. Concomitant medication included singulair [montelukast sodium]. No information about previous filler treatments was provided. On (B)(6) 2024, the patient received treatment with 2 ml of restylane contour, with 1 ml injected into each side of cheek using a cannula of unspecified size. The lot number and injection technique were not reported. On the same day, following the treatment with restylane contour, the patient underwent an immediate instant tanning session at a different medspa. One week after the treatment in (B)(6) 2024, the patient contacted the injector to report that her cheek area turned red (implant site erythema). On an unspecified date in (B)(6) 2024, the patient had her first consultation with the reporting physician, during which she reported recurrent leak or drainage (implant site discharge) from the cheek area. The physician described this as an abscess (implant site abscess). The physician reported that the patient had already self-treated with several different antibiotics including bactrim [cotrimoxazole]. She also received aspirin [acetylsalicylic acid] and hyperbaric treatment. The physician administered 1 ml of hylenex [hyaluronidase] on two separate occasions in (B)(6) 2024, followed by injections of 5fu [fluorouracil] and kenalog [triamcinolone acetonide]. The physician referred the patient to an infectious disease specialist. The recurrent drainage was cultured by both dermatology and ID specialists, however, no specific microbial growth was identified. Despite receiving various antibiotic treatment from both specialists, the patient experienced only some relief, but the drainage recurred after each course of treatment. Outcome at the time of the report: red was unknown. Leak or drainage was unknown. Abscess was unknown. Tracking list: 17-jul-2025: final report created. No additional information received from the primary source despite several fu attempts. Correction of corrective treatment field by adding hylenex, bactrim, aspirin, and hyperbaric treatment provided in the initial case version.